Event description:
(B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2019, the patient had inserted the infusion set in the abdomen at 9:30 pm. In the morning of (B)(6) 2019, the patient woke up with high blood glucose level reported to be 270 mg/dl, at the time. It was also found that the infusion set's tubing had separated from the insertion site while the patient was sleeping during the night. This issue happened for the first time with the box of sets she was using. The infusion was used overnight, and the pump was kept in a little (B)(6) doll that she slept with. The infusions were stored in an armoire with no extreme temperatures. Reportedly, it was unsure whether there was any stress or pull on the tubing as it was possible, since she was sleeping when it happened. No further information available.